Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found out that the right ventricular (rv) lead was oversensing noise. The rv lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.